Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss over one hour was not found for serial number (B)(4) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharged battery. The reported event of signal loss over one hour is reportable based on the customer complaint confirmation was undetermined because an investigation cannot be performed. No injury or medical intervention was reported.